Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: a universal rod t2 femur ø9 mm was received for evaluation. The returned device shows traces of a high frequently usage. The thread of the universal rod was found completely broken off. It broke at the last windings. The breakage surfaces show a smooth structure. Plastic deformation along the breakage surfaces is not found. The broken off part was returned as well. The breakage surfaces show the typically structure of a brittle fracture, most likely due to a bending overload. Functional inspection: due to the nature of the returned device, a functional inspection was not possible. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate handling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, during the surgery when inserting a femoral nail, the rod was placed on the insertion handle in order to reposition the nail somewhat proximally. When the nail was knocked out, the entire thread was torn out. The surgery could be finished without any problems.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, during the surgery when inserting a femoral nail, the rod was placed on the insertion handle in order to reposition the nail somewhat proximally. When the nail was knocked out, the entire thread was torn out. The surgery could be finished without any problems.